Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. Err_perm_fail_int_li_ion means internal li-ion battery permanent failure. The service technician recommended the device's internal battery needs replaced to address the issue. No repair performed, unit to be scrapped. Additionally, an urgent reminder error code was observed. Err_urgent_reminder is a notification to the user that one or more ¿ventilator service required¿ errors are active in the system. This is informational.